Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the device replacement due to normal battery depletion, a minor vein disruption was observed due to the patient's condition and the procedure was stopped. When the device was interrogated again, it was found to be in backup vvi mode as electrocautery was used. The device was unable to be reprogrammed as the battery impedance was too high so the device remains implanted; another replacement procedure is anticipated but not yet scheduled. Further information was not available.